Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads, a cracked case near the display window corner, stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 133 mg/dl. The customer reported that the insulin pump had multiple scratches on the screen. It was reported that there were four vertical scratches on the left hand side of the display of the insulin pump. The customer also reported a crack by the edge of the reservoir compartment of the insulin pump. The customer reported difficulty reading the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.